Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is alarming error message contact support and humidifier not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the device does not recognize the humidifier and heater plate with electrical damage. The customer complaint was reproduced. There was one error has been identified. The device was corrected.